Event description:
It was reported that the barbs on the anchor were not present which resulted in the device not holding when deployed. An alternate technique was used to complete the procedure. There was no reported injury nor delay related to this event.

Manufacturer narrative:
Investigation findings: the device was received for evaluation with the barbs attached so the reported problem could not be confirmed. A visual examination found the barbs/ring fingers to be bent. This type of damage can occur from lateral force or from misalignment of the inserter gun.